Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany, during a transfemoral tavr procedure, a 29 mm sapien 3 valve was deployed in the aortic position. The valve landed too deep in the lvot, resulting in type 2 paravalvular leak (pvl). A second sapien 3 valve was deployed within the initial valve, reducing the pvl to mild. The patient remained in stable condition during the procedure. The patient was transferred to recovery in stable condition. The valves remain implanted in the patient.

Manufacturer narrative:
Corrected information: section h6. The sapien 3 valve was not returned to edwards lifesciences for review as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the case imagery provided revealed the valve orientation appeared to be canted and the marker appeared to be positioned slightly below the base of the cusps prior to deployment. During valve alignment and deployment, the center marker was not aligned properly, and the valve was positioned too low. Pvl was also noted post deployment of the initial valve. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), malposition, is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, the complaints for 'malpositioned thv' and 'deployed valve exhibits paravalvular leak' were confirmed based on procedural imagery. A review of complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (improper alignment of the center marker zone) likely caused or contributed to this malposition and resulting pvl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.